Event description:
A patient reported that they had to get some dental work done and now their aligners don't fit. The patient had to get two emergency crowns done and because of this it completely changed the shape of their teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.